Event description:
It was reported that a contact called on behalf of the patient to report that the cartridge was leaking inside the pump and that blood glucose levels were high. The cartridge was removed and found to be wet. It was identified that the connector was being attached to the cartridge prior to inserting the cartridge into the pump, and education was provided on the proper order for attaching supplies, which was understood. Lot numbers for the connector and cartridge were unavailable. The patient planned to change all supplies and resume delivery, administered an outside dose, and waited to reconnect. No follow-up call was requested, no replacement supplies were requested, and no additional questions were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.